Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overcorrected and the blood glucose (bg) level dropped to 54 mg/dl. Juice was consumed to address the low bg. A pump system check was performed and no device issue was identified. Upon follow-up, the bg level rose to 60 and then dropped to 37 mg/dl. More juice/soda was consumed and the customer's healthcare provider adjusted the customer's pump settings to address the low bg.